Event description:
It was reported that during an unspecified surgical procedure it was discovered that the motor device "had a hole in the hose." The reporter stated that the hole in the hose was caused while the user was "trying to attach the hose to the surgical drapes". There were no delays to the planned surgical procedure. A spare identical device was available for use. The reporter stated that there was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A visual assessment was performed which substantiated the complaint. Therefore, the reported condition was confirmed. The assignable root cause was determined to be mis-handling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.